Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: CT abdomen/pelvis dated (B)(6) 2010 states: ¿impression: anterior abdominal wall hernia with herniation of several loops of small bowel. Dilated loops of small bowel in the midabdomen consistent with early or partial small bowel obstruction. There is some contrast in the colon so the obstruction is not high grade.¿ CT abdomen/pelvis dated (B)(6) 2010 states: ¿impression: 1.the patient is status post surgical repair of an anterior abdominal wall hernia with return of loops of bowel to the peritoneal cavity. There are some fluid-filled loops of small bowel in the midabdomen and left abdomen. There is no evidence of obstruction. There is mild inflammatory change of loops of small bowel in the right abdomen which is most likely postsurgical in nature. There may be sludge in the gallbladder as well. Overall, there has been a dramatic improvement when compared to the study from (B)(6) 2010.¿ discharge summary dated (B)(6) 2010 indicates the patient was admitted to the hospital on (B)(6) 2010 for 1. Large recurrent encarcerated ventral/incisional hernia. 2. Extreme obesity. 3. Sleep apnea. The records state final diagnosis ¿1. Large recurrent encarcerated ventral/incisional hernia. 2. Extreme obesity. 3. Sleep apnea. 4. Leukocytosis. 5. Mild anemia. 6. Postoperative ileus.¿ the records state the patient was admitted to community hospital and brought to the operating room for repair of the large hernia.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016 : history and physical. ¿primary diagnosis: nonhealing surgical wound. Apparently, patient had a gastric bypass in the past; had subsequent appendectomy and multiple incisional hernia surgeries with repairs. Supposedly, he has a biologic mesh in the area and had a wound vac on his wound and was sent over here for further evaluation and treatment. Exam: abdomen: multiple initial laparoscopic incisions and a midline incision with chronic scar tissue. Has an open wound measuring 0.7 x 0.7 by about 2 cm deep. It tracks a little bit to the left. It does not go deep; I do not feel anything at the base; no surrounding erythema. Assessment: nonhealing wound. Plan: had cat scan at midstate, which showed no evidence of communication to bowel. I would discontinue the vac. I took a wound culture. Wound care will consist of aquacel ag rope daily.¿ (B)(6) 2016 : anaerobic culture. ¿result: no anaerobes isolated after 7 days. Source: abdomen.¿ (B)(6) 2016 : ¿wound culture. ¿result: beta hemolytic streptococcus, not group a or b isolate was identified by maldi-tof ms using the ruo data base. Gram stain suggestive of result: few neutrophils, few squamous cells, red blood cells, gram positive cocci. Source: from abdomen.¿ (B)(6) 2016 : CT abdomen and pelvis with contrast. ¿indication: nonfocal pain, eval for bowel obstruction. Impression: 1. Status post gastric bypass without evidence for bowel obstruction. 2. Atrophic right kidney with compensatory left renal hypertrophy unchanged. 3. No new significant abdominal or pelvic abnormality.¿ (B)(6) 2016 : CT abdomen and pelvis w/o contrast. ¿impression: 1. Soft tissue stranding and thickening in the subcutaneous tissues of the midline ventral abdominal wall consistent with inflammation with no fluid collection or abscess identified. 2. Laxity of the midline ventral abdominal wall with unobstructed small bowel protruding into the area of laxity. 3. Gallstone without CT evidence for cholecystitis. 4. Atrophic right kidney. 5. No bowel obstruction seen.¿ (B)(6) 2016 : preoperative history and physical. ¿on 04/08/16 he will undergo a recurrent incisional hernia repair. I started to evaluate in wound center with a nonhealing wound of his midline abdominal incision. Apparently, the patient had gastric bypass and multiple surgeries. He has had hernia repairs in the past and unfortunately now has a draining area that is nonhealing. CT shows no evidence of fistulization [sic], however there is bowel adherent either to lax fascia, mesh, of scar tissue. In light of the fact that the patient has a nonhealing wound and an incisional hernia, he will undergo a repair with excision. Exam: abdomen: soft; has a scar in the midline which has a red as well as a nonhealing wound, which tracks inferiorly. Assessment: nonhealing wound with an incisional hernia. Plan: repair in the or. Most likely, this will be a 23-hour unit admission or possible full admission. May have bowel stuck to his mesh with the scar tissue, necessitating possible bowel resection.¿ (B)(6) 2016 : pathology report. ¿result: specimen source: abdominal non healing wound. Spec#: ms16-3719. Diagnosis: skin, abdominal non-healing wound, debridement: skin with ulceration; dermal scar associated with hyalinized fibrosis and acute and chronic inflammation. No evidence of malignancy. Clinical diagnosis and history: recurrent incisional hernia. Tissue(s) submitted: abdominal non-healing wound. Gross description: received in formalin labeled nonhealing wound of abdomen is an 8.7 x 3.0 cm ellipse of skin excised to a maximum depth of 2 cm. The skin surface is tan to light brown and wrinkled. Near one end is a 1 cm in diameter concave defect with pink-white well-circumscribed edges. The cavity is approximately 1 cm in depth and has a granular tan-pink lining. The specimen is serially sectioned and the cut surfaces consist of rubbery pink-white fibrous tissue. Representative sections through the defect to the surrounding margins are submitted labeled a-b.¿ (B)(6) 2016 : abdomen multiple views. ¿findings: examination shows prior surgery. There are markedly dilated loops of small bowel in the abdomen. There are air fluid levels. This is consistent with a small bowel obstruction. There is no air in the rectum or colon. Impression: findings consistent with small bowel obstruction.¿ (B)(6) 2016 : abdomen multiple views. ¿impression: findings consistent with resolving small bowel obstruction.¿ (B)(6) 2016 : abdomen multiple views. ¿impression: improving colonic and small bowel dilatation since (B)(6) 2016 . (B)(6) 2016 : discharge summary. ¿discharge diagnosis: recurrent incisional hernia with non-healing wound status post incisional herniorrhaphy with mesh and excision of nonhealing wound as well as lysis of adhesions. Secondary discharge diagnoses: morbid obesity, obstructive sleep apnea, hypertension, recurrent incisional hernias, history of gastric bypass, and multiple incisional hernia repairs. Brief hospital course: admitted to midstate medical center on (B)(6) 2016 with a recurrent incisional hernia with nonhealing wound. Underwent a recurrent incisional hernia repair with mesh, excision of nonhealing wound, and lysis of adhesions under general anesthesia. Tolerated the procedure well and was transferred to pacu in stable condition. Postoperatively, vitals remained stable. He was placed on heparin subcutaneous for deep venous thrombosis prophylaxis. He had an attempted advancement of his diet; however, had postoperative ileus. Once patient had return of bowel function and his nausea and vomiting resolved, his diet was slowly advanced as tolerated. By 04/13/2016, pain was well controlled with p.o. Pain medications. He was tolerating a regular diet without any nausea or vomiting. Continued to pass flatus and have bowel movements. Abdominal incision was healing well without any drainage or peri-incisional fluctuance. Abdomen remained softly distended with appropriate peri-incisional tenderness. He did have a large amount of ecchymosis in his lower abdomen. Deemed stable for discharge to home with follow up with dr. (B)(6) in approximately 1 week.¿ (B)(6) 2016: ed provider notes. ¿chief complain: abdominal pain. Past 4 days pt has had recurring episode of abrupt epigastric sharp severe pain assoc with vomiting and fever of 101 today. No diarrhea. Last bm 3 d ago. Denies etoh use. Clinical impression notes: wbd -11.8. Abd CT shows prominent gb but no stones, wall thickening or perichole fluid. There is mild edema head pancreas c/w acute pancreatitis.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: 1. Inflammation in the head and proximal body the pancreas suggestive of acute pancreatitis. There is no evidence of pseudocyst or abscess.¿ (B)(6) 2016 : us abdomen-complete. ¿impression: 1. Cholelithiasis without sonographic features of acute cholecystitis. 2. Mid segment common bile duct dilatation measuring 1.2 cm without intrahepatic biliary ductal dilatation. 3. Atrophic right kidney not well seen, compensatory hypertrophy of the left kidney. 4. Nonvisualization of the pancreas.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: 1. Inflammation in the head and proximal body the pancreas suggestive of acute pancreatitis. There is no evidence of pseudocyst or abscess. 2. Other findings as described above.¿ (B)(6) 2016 : MRI abdomen w/o contrast. ¿impression: 1. Minimal enlargement of the common bile duct without evidence of choledocholithiasis. 2. Cholelithiasis. 3. Atrophic right kidney.¿ (B)(6) 2016 : history and physical. ¿had a small dehiscence from his incisional hernia repair which is progressively improved over the course of the last month.¿ (B)(6) 2016 : discharge summary. ¿discharge diagnosis: pancreatitis. Active problems: open wound of periumbilical region of abdominal wall without penetration into peritoneal cavity (chronic). Osa (obstructive sleep apnea) (chronic). Status post laparoscopic cholecystectomy(B)(6) 2016 . Secondary discharge diagnosis: history ventral hernia repair with mesh (B)(6) 2016 ; history healing distal abdominal incision wound secondary to ventral hernia repair. Issue: healing abdominal wound incision secondary to recent ventral hernia repair. Continue daily wound care with aquacel ag. Presenting problem: worsening epigastric abdominal pain secondary to gallstone pancreatitis. Hospital course: presented with worsening epigastric abdominal pain with associated fever chills and nausea. Initial evaluation liver function tests were elevated cat scan of the abdomen and pelvis showed inflammation around the head of the pancreas likely acute pancreatitis and findings of dilated gallbladder. Abdominal ultrasound confirmed cholelithiasis with mild common bile duct dilatation. Mrcp showed minimal enlargement of common bile duct without choledocholithiasis. On (B)(6) 2016 patient underwent laparoscopic cholecystectomy. Postoperatively, had ileus and diet was advanced slowly with resumption of bowel function. On pod#2, patient deemed stable for discharge home. Patient was tolerating diet, having passage of flatus and voiding without issue. The surgical sites on abdomen were clean and intact. Healing ventral hernia repair wound site was clean with aquacel ag dressing intact. Discharge condition: good.¿ (B)(6) 2016 : ed provider notes. ¿chief complaint: abdominal pain. Post 1 week of cholecystectomy by dr. (B)(6) stating that he still having pain. Physical exam: gastrointestinal: none diffuse abdominal tenderness noted to the entire abdomen. No focal points of tenderness. Ecchymosis noted throughout the abdomen. 3 surgical sites with no signs of infection noted to the abdominal exam. Soft. There is tenderness. There is no rebound. Impression: abdominal pain. Cbc/bmp showed anemia with hypokalemia. CT scan ordered; showing hematoma. Most likely gi bleed.¿ (B)(6) 2016 : discharge summary. ¿ admission date: (B)(6) 2016 . Discharge diagnosis: abdominal pain, obesity, obstructive sleep apnea. Secondary discharge diagnosis: pancreatitis. Hypertension. Post laparoscopic. Discharge disposition: home with services. Hospital course: complaints of abdominal pain, this time he was postoperative day #8 from laparoscopic cholecystectomy. Upon emergence department evaluation he was found to have acute blood loss anemia secondary to hematoma formation as well as hypokalemia. He did have an open abdominal wound at the most superior port site from which hematoma was evacuated at the bedside. Aquacel ag to superior abdominal wound every second day.¿ (B)(6) 2016 : ed provider notes. ¿abdominal pain, flank pain. Has had subjective/tactile fevers and chills at home. He has noted several episodes of nausea and vomiting that is nonbilious and nonbloody to has also been ongoing for 1 month. He also notes loose stool, occasionally bloody, that has also been ongoing for over 1 month. He states abdominal pain is exacerbated by deep inhalation and touch, radiates throughout entire abdomen, no relieving factors noted. Physical exam: gastrointestinal: obese, soft, nondistended. + diffuse nonfocal ttp throughout entire abdomen, worst in rq. No masses appreciated. + bowel sounds present. Midline incision well-healed with no erythema, no palpable area of induration or fluctance. Dressing over one of laparoscopic incision sites clean and dry. Other incision sites in stages of healing with no drainage or erythema, no warmth to touch. Assessment and plan: 1. Right upper quadrant abdominal pain ¿labs pending. Given patient¿s recent surgeries, will proceed with CT to rule out an intra-abdominal abscess or infectious etiology, although patient being afebrile this is unlikely.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: interval improvement in para-aortic hepatic fluid collections which are of increased attenuation question representing resolving hematomas with significant residual. 2. Atrophic right kidney and hypertrophied left kidney and hypertrophied left kidney redemonstrated. 3. Status post gastric bypass.¿ (B)(6) 2016 : history and physical. ¿acute exacerbation of right abdominal pain, non-radiating with with shortness of breath, nausea and voting. Physical exam: tender right abdomen, nondistended. Healing wound upper abdomen.¿ (B)(6) 2016 : discharge summary. ¿admission date: (B)(6) 2016 . Admitting provider: (B)(6) md. Discharge diagnosis: abdominal pain. Active problems: obesity, osa, subhepatic hematoma, abdominal pain with perihepatic collections. Presenting problem: acute exacerbation of right upper abdominal pain redness [sic, shortness] of breath nausea and vomiting. Hospital course: did not have any fevers during hi hospitalization he did have a cat scan which indicated interval improvement in the para-aortic hepatic fluid collections representing resolving hematomas. Dr. (B)(6) from interventional radiology evaluated the CT and found that at this time that he does not feel that these collections have an infections source. No interventional procedure was needed and that likely attempting to drain these multiloculated collections eventually introduce infection into the collection cavity.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: persistent high density, lobulated right upper quadrant fluid collections again note, but appear smaller than on the previous study. No definite new collections identified.¿ (B)(6) 2016 : ed notes. Chief complaint: vomiting blood, abdominal pain. Also states that he has had blood in his stool for the past 2 days. Impression: due to slight anemia and rectal blood patient admitted to the hospital services with CT with contrast pending.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: at the inferior aspect of the gallbladder fossa, there is again a high density circumscribed fluid collection present, currently measuring 4.7 x 3.9 cm, decreased in size from 6.0 x 5.9 cm on (B)(6) 2016 . Superoanteriorly to this fluid collection, a cluster of high density fluid collections is again seen, currently spanning 7.6 cm x 4.5 cm, decreased from 9.7 cm x 6.2 cm on (B)(6) 2016 .¿ (B)(6) 2016 : discharge summary. ¿primary discharge diagnosis: principal problem: choledocholithiasis. Active problems: gi bleed. Discharge disposition: yale. Presenting problem: came to ER with complaint of blood in stool and vomit. Patient reported taking ibuprofen at home for abdominal pain. He has had pain in right upper quadrant since his cholecystectomy in (B)(6) 2016 . Patient does also use alcohol.¿ (B)(6) 2016 : ed provider notes. ¿vomiting blood. Final diagnoses [included]: right upper quadrant pain, hematemesis. Fluid collection seen last on MRI, now improved. He went to yale last visit but never had ercp. Discharged home.¿ (B)(6) 2016 : CT abdomen/pelvis w/ contrast. ¿impression: 1. Right upper quadrant fluid collections again seen, but appearing slightly smaller than on the previous study. 2. Urinary bladder wall is slightly prominent, which could be due to underdistention or mild cystitis. 3. No evidence of bowel obstruction, acute inflammatory changes, or other CT explanation for the patient¿s pain.¿ (B)(6) 2016 : ed notes. ¿ has chronic r sided abdominal pain and c/o hematochezia, a cupful of blood in his vomit and increasing right sided abdominal pain. Temp 101 at home per his report and this resolved with standing in front of air conditioning. Pain is worse than usual, right sided, has led to vomiting and above sxs. He has a chronic poorly healing ruq wound from last surgery in (B)(6) 2016 . Ed course: she [pa] called gi, reviewed case with them but this is chronic issue and without acute changes, no new additional recommendations and at this time, no indication for admission. Case reviewed with pa again and general surgery asked to weigh in regarding his abdominal pain. He is afebrile here and at this time, do not suspect infection. No new acute issues identified. Patient otherwise stable, given ivf and pain control in ed and otherwise stable. Dc home, f/u with gi.¿ (B)(6) 2016 : ed notes. ¿clinical impression notes: patient with symptoms concerning for gi bleeding and possible sbo given pain and report of repeating vomiting and po intolerance. CT per radiology shows: no evidence of acute intrabdominal of pelvic pathology.¿ (B)(6) 2016 : consult. ¿assessment and plan: presents to ER complaining of nausea, vomiting and diarrhea, admitted with hematemesis and ongoing scant brbpr with ongoing/prior issues of biliary dilation with cholestatic lft patterns improving without intervention.¿ (B)(6) 2016 : MRI abdomen w/o contrast. ¿impression: mild intrahepatic and extra hepatic bowel duct dilation, unchanged since (B)(6) 2016 , likely related to postcholecystectomy state. No evidence of choledocholitiasis. Decreased in size of 4 small subhepatic collections measuring up to 2.7 cm.¿ (B)(6) 2016 : discharge summary. ¿admission date: (B)(6) 2016 . Discharge diagnosis: 1. Abdominal pain of unclear etiology, multiple investigations including the mrcp, edg, CT evaluation has not pointed out to any source of abdominal pain. He had upper endoscopy and colonoscopy during this admission that did not reveal any abnormality. 2. Drug seeking behavior, the patient always asks for dilaudid. 3. Depression on sertraline.¿ (B)(6) 2016 : ed notes. ¿chief complaint: black of bloody stool, difficulty; dark, red, bloody diarrhea x ¿a few¿, abd pain and vomiting x 5 yesterday. Pt feels better if not eating. Pain began after he was lifting something on saturday and heard a pop, didn¿t call gi due to feeling better. Impression: lft elevation new. Pt requires mrcp for evaluation of epig abd pain w elevated lfts. S/o to dr. (B)(6) to f/u mrcp results.¿ (B)(6) 2016 : ed notes. ¿chief complaint: vomiting and diarrhea. Labs unremarkable. Review of prior records show that he has had eleven abd CT in 2016, as well as neg pan endo 2 mo ago. Repeat and CT not indicated today given soft abdomen and no suggestion for acute abdomen. Sxs suggestive of colitis. Pt to f/u with pcp and his gi.¿ (B)(6) 2017: ed notes. ¿chief complaint: complaining of generalized shortness of breath worse with activity also complaining of intermittent blood in his stools and complaining of left flank pain which radiates into his groin left-sided abdominal pain. Assessment and plan: on review of the labs patient has some mild anemia. At this point I do feel the patient¿s left-sided flank pain is most likely due to a radiculopathy. Patient be instructed in conservative management home with use of motrin and follow-up with his primary medical doctor dr. (B)(6) I also refer him to gi for further evaluation of his gi bleeding concerns.¿ (B)(6) 2017: ed notes. ¿assessment and plan: 1. Abdominal pain. 2. Nausea and vomiting. 3. Diarrhea. CT did not show any evidence of obstruction or acute issues. Thickening of the bladder, however urinalysis shows no evidence of infection. Discharged home to follow-up with his pcp and his surgeon.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added weight. B7: added prior abdominal surgeries. H6: conclusion code remains unchanged.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including records for appendectomy in 2000 and previous hernia repair with mesh mentioned in (B)(6) 2010 records were not provided. The (B)(6) 2010 medical records state: ¿the patient is a 40-year-old male who is a truck driver from connecticut. He was passing through and was at the truck stop. He began to feel ill and developed quite severe vomiting. He called an ambulance and was taken to family health west hospital where he was admitted.¿ the (B)(6) 2010 records continue: ¿he was under the care for a couple days when it was apparent that his partial bowel obstruction symptoms were not going to resolve readily, he had a large ventral hernia and was scheduled for a ventral hernia repair and gastric bypass surgery in august of this year. CT scan showed a very extensive hernia as well as a transition point with dilated proximal bowel and undistended bowel distal to the hernia.¿ operative records dated (B)(6) 2010 state the patient underwent open repair of recurrent and incarcerated ventral/incisional hernia with mesh placement, bilateral component separation, small bowel resection, extensive adhesiolysis, explantation of old mesh (removal of lntraabdominal foreign body) and esophagogastroscopy with wire placement and placement of orogastric tube over the wire. Operative records dated (B)(6) 2010 state: ¿a vertical incision was created with a 10-blade scalpel and deepened with electrocautery down through the subcutaneous fat to the hernia and fascia. The fascia and peritoneum were entered. We then began dissecting out extension of the bowel into the hernia sac on both sides. Loops of small bowel were incarcerated by adhesions and by portions of the adjacent fatty tissue being incarcerated into the smaller hernias as well.¿ the (B)(6) 2010 operative records continue: ¿careful and tedious adhesiolysis was carried out freeing up the loops of small bowel. The bowel loops were then freed from the edges of the fascia circumferentially. In one spot the bowel remained adhered and it was evident it was adhered to old mesh. We began excising the old mesh in an effort to bring the bowel loop out for further inspection. During the course of attempting to excise the mesh and perform additional adhesiolysis freeing up the bowel a portion of the small bowel experienced an enterotomy. This was closed with 2-0 vicryl suture placing multiple sutures. The adhesiolysis and explantation of the mesh continued.¿ the (B)(6) 2010 operative records state: ¿once the mesh was explanted except where it was adhered to loops of small bowel it was apparent there were two loops of small bowel adherent to the mesh but were within approximately 12 inches of each other along the length of the small bowel. The involved small bowel as resected. A side-by-side anastomosis was created using gia staplers.¿ records dated(B)(6) 2010 continue: ¿the mesentery was divided with the ligasure. Additional adhesiolysis was then carried out. We then dissected between the fascia and the subcutaneous tissue out to beyond the rectus muscle. This was carried out bilaterally. The rectus muscle extended quite far requiring extensive undermining of the skin and subcutaneous tissue. The external oblique fascia was incised just lateral to the edge of the rectus abdominus muscle and the incision was carried out superiorly and interiorly with electrocautery performing the component separation.¿ operative records dated (B)(6) 2010 state: ¿this was then repeated on the opposite side. Electrocautery and the ligasure were used to divide some of the attachments between the fascia and the subcutaneous adipose tissue. The abdomen was irrigated and the small bowel was run to assure no evidence of enterotomies. One small serosal tear had been repaired previously. All additional serosal tear was repaired at this site but there were no other enterotomies or perforations. We inspected the anastomosis.¿ records dated (B)(6) 2010 state: ¿the crotch of the anastomosis had been reinforced with 2-0 vicryl suture. During the rest of the adhesiolysis and component separation suture had been partially pulled out. An additional 2- 0 vicryl was placed there to reinforce the crotch of the anastomosis. The peri-intestinal and mesenteric fat were sutured together with 2-0 vicryl to help take tension off the actual staple line itself. Once the component separation was carried out the fascial edges came much closer to being able to be approximated.¿ operative record dated (B)(6) 2010 continue: ¿due to the enterotomy a biologic mesh was chosen. A 16-cm x 10-cm stratus porcine mesh was chosen. It was sutured in place using #1 pds sutures. Multiple sutures were placed in a u-stitch fashion along the edges of the mesh starting superiorly and working inferiorly. A portion of the fascia in the epigastrium was reapproximated with #1 pds. A fist was used to hold the bowel out of the way as the sutures were placed. This was very difficult, as the bowel was quite distended.¿ operative records dated (B)(6) 2010 state: ¿the stomach had been decompressed significantly on initial insertion of the gastroscope. The orogastric tube was then placed to suction further helping to decompress the abdomen. The remaining sutures that had been placed to hold the stratus mesh in place were then subsequently tied. The fascia was reapproximated over the mesh as best possible leaving an opening at the distal extent of the fascial defect where the mesh remained exposed. The abdomen was thoroughly irrigated prior to placement of the mesh including irrigation of the lateral dissection areas where the component separation was performed.¿ records dated (B)(6) 2010 continue: ¿the wound was again irrigated and a xenograft porcine mesh was then inserted and sutured in place using pds suture taking superficial bites of fascia or subcutaneous tissue in a running fashion along the mesh edges. Four jackson-pratt drains were placed including one between the fascia and the anterior most biologic mesh layer and one in each lateral abdomen where the dissection was carried out for the component separation. One was then placed across the lower abdomen as well.¿ operative records dated (B)(6) 2010 state: ¿the deeper subcutaneous tissue was reapproximated using #0 vicryl suture. The dermis was reapproximated using #0 vicryl and 2-0 vicryl sutures in a figure-of-8 fashion. The skin was reapproximated using staples. Drains were attached to bulbs and placed to suction. Abd and telfa dressings were applied and taped in place. A binder was applied.¿ records confirm a strattice and xenmatrix devices were used during the procedure . Product identification records for the explanted mesh were not provided. Operative records dated (B)(6) 2010 state the patient underwent drainage of abdominal wall abscess and removal of infected mesh. The ¿patient is a 40-year-old gentleman, status post abdominal hernia repair in an outside facility, who on follow up was noted to have increased erythema and pain. A CT scan of the abdomen revealed a supraumbilical fluid-filled cavity." The (B)(6) 2010 operative report states: ¿attention was moved to the supraumbilical area, where two little incisions were made through the previous scar and was carried down through the subcutaneous and deep fat tissue. The mesh was identified and was opened. Around 800cc of purulent fluid was drained from the abdominal cavity. The mesh was assessed to be infected and breaking apart. The mesh was completely excised. The abdominal cavity was copiously irrigated and suctioned with peroxide fluid. At the end of the procedure, the wound was packed with betadine. A sterile dressing was applied.¿ it is unclear from the records if both biologic meshes (strattice and xenmatrix) were explanted during this procedure. Operative records dated (B)(6) 2010 state the patient underwent debridement of an abdominal wall fascia. The patient ¿was a 40-year-old gentleman status post incision and drainage of abdominal wall abscess. He also underwent removal of an infected mesh. He continued to have cellulitis, edema and purulent drainage from the wound site.¿ the operative report dated (B)(6) 2010 states: ¿attention was moved to the wound, which was adequately irrigated and suctioned using peroxide and saline. Purulent drainage was noted to originate from both lower quadrants that was adequately suctioned and irrigated. Thick, fibrinous tissue was noted throughout the circumferential underlayer of the subcutaneous tissue, which was sharply debrided. Further irrigation was performed. The wound was packed with a wet-dry dressing.¿ operative records dated (B)(6) 2011 state the patient underwent placement ivc filter insertion with ultrasound. Operative records dated (B)(6) 2011 state the patient underwent diagnostic laparoscopy, extensive lysis of adhesions for 2-1/2 hours, gastric bypass, partial gastrectomy, and small bowel resection. The ¿patient is a 41-year old gentleman presenting with morbid obesity associated with multiple co-morbidities. Patient failed all attempts for weight loss including medical management and lifestyle change.¿ the operative records dated (B)(6) 2011 state: ¿right upper quadrant where a transverse incision was made through the skin and through which a 12 mm trocar using visiport technique was inserted into the abdomen. Co2 was used to insufflate the abdomen through a 12 mm trocar, and after adequate pneumoperitoneum had been established, a 5 mm, 45-degree scope was inserted in the abdomen and was used to assess the abdominal cavity for any sign injury during insertion of a trocar and none was found.¿ the records dated (B)(6) 2011 state: ¿under direct vision, multiple adhesions were noted throughout the abdomen. Thus, another trocar was placed in the left abdomen and through which and endoshear was inserted. It was used to lyse and sharply dissect the adhesions. After this was established, another trocar was placed in the left side that was used for further dissection and lysis of adhesions. The upper right quadrant was adequately exposed and another trocar placed in the right upper quadrant, a 5mm.¿ the operative records dated (B)(6) 2011 continue: ¿attention was moved to the stomach where dense adhesions were noted between the stomach and the liver that were sharply dissected. After this was established, a nathanson retractor was introduced in the epigastric area and was used to elevate and retract the liver. An additional 5 mm trocar was placed in the left abdomen for assist in mobilization of his bowel.¿ records dated (B)(6) 2011 state: ¿attention was moved to the omentum and transverse colon which were reflected cephalad. About 40 cm from the ligament of treitz, the small bowel was divided using a straight-cutting endo-gia stapler. The mesentery of the dissected bowel was further dissected for adequate mobilization. Around 150 cm from the divided bowel, a loop of small bowel was mobilized to the left upper quadrant area and was used to create the jejunal-jejunal anastomosis. This was performed after approximating both bowels in side-to-side fashion using two interrupted silk sutures. Two enterotomies were then created in the bowel following which the anastomosis was performed using a straight-cutting endo-gia stapler. The open end of the enterotomy was then repaired transversely using endo-gia stapler.¿ the operative records dated (B)(6) 2011 continue: ¿attention was moved back to the hiatus. The peritoneum overlying the angle of his was divided using bovie cautery and a hook. The retrogastric space was accessed at the level of the pars flaccida. The stomach was divided transversely and longitudinally to create a small gastric pouch. Upon further-dissection and mobilization of the gastric pouch, a hiatal hernia was encountered that was adequately reduced. With this in view and with the size of the stomach being larger than expected, the gastric pouch was downsized using a straight-cutting endogia stapler. The size of the new pouch was adequate. The specimen divided was passed off the table for final pathology assessment.¿ the (B)(6) 2011 operative records continue: ¿the roux limb of the small bowel was then mobilized in the epigastric area and was used to create the gastrojejunal anastomosis. This was performed after approximating the gastric pouch to the small bowel posteriorly using a running silk suture. A gastrotomy followed by an enterotomy was then created in the gastric pouch and the small bowel respectively. The gastrojejunal anastomosis was then performed using a straight cutting endo-gia stapler. Under direct vision, an og tube was then passed through the pouch and across the anastomosis.¿ the records dated (B)(6) 2011 continue: ¿multiple interrupted silk sutures were used to repair the enterotomy site. Multiple interrupted silk sutures were used in a lambert fashion to reinforce the anastomosis. The candy cane of the roux limb of the small bowel was noted to be longer than usual. Thus, the tip of the excess small bowel was then divided and was passed off the table as a specimen. A leak test was performed at the end of the procedure and no site of leakage was identified. Thus, the og tube was removed under direct vision.¿ the (B)(6) 2011 records continue: ¿the epigastric area was copiously irrigated and suctioned. The nathanson retractor was removed under direct vision. The 12 mm trocar site fascia was closed in the fascial closure technique. Co2 was desufflated and all trocars were removed under direct vision. All skin incisions were then approximated using #4-0 monocryl in a subcuticular fashion followed by dermabond. The incisions were cleaned and dried.¿ operative records dated (B)(6) 2011 state the patient underwent laparoscopic bilateral component separation, exploratory laparotomy, removal of infected mesh , extensive lysis of adhesions, repair of enterotomy, repair of an abdominal hernia, and use of a biologic mesh. The ¿patient is a 41-year-old gentleman presenting with a large recurrent incisional hernia along with recurrent fevers and signs and symptoms of infected abdominal mesh.¿ the (B)(6) 2011 operative records state: ¿attention was moved to the right upper quadrant where a transverse incision was made through the skin and was carried down through the subcutaneous tissue and the fat tissue. The external oblique muscle was identified and was opened along the direction of its fibers. The space between the external oblique and the internal oblique was accessed using a spacemaker hernia system.¿ the operative records dated (B)(6) 2011 continue: ¿the balloon of the spacemaker balloon was insufflated for adequate dissection of dead space. After that had been established, the trocar was secured in position. Co2 was insufflated in the dead space. Under direct vision, a 5mm trocar was placed in the right upper quadrant. Using a bovie cautery on a hook, the aponeurosis of the external oblique was divided along the longitudinal access of the lateral border of the rectus muscle. After his had been established, the co2 was desufflated and all the trocars were removed.¿ the (B)(6) 2011 records continue: ¿attention was then moved to the left abdomen where in a similar fashion the access between the external oblique and internal oblique was obtained. The space was dissected and the trocars were secured in position. Co2 was used to insufflate the dead space following which a 5mm trocar was placed in the left lower quadrant. Under direct vision and using a bovie cautery on a hook, the aponeurosis of the external oblique was then dissected and divided along the axis of the rectus muscle.¿ the operative records dated (B)(6) 2011 state: ¿after desufflation of the co2 and removal of the trocars, attention was moved to the midline where a midline incision was made through the skin and was carried down subcutaneous tissue and the fat tissue. The previous mesh and the hernia sac were encountered. The hernia sac along the previous mesh were dissected circumferentially. The abdominal cavity was then accessed and the previous mesh along with the hernia sac were divided along the edge of the fascia and was passed off the table as a specimen.¿ records dated (B)(6) 2011 continue: ¿extensive lysis of adhesions was then performed between the small bowel and the abdominal wall along with the inter-small bowel adhesions. During the dissection, a small enterotomy of the small bowel was encountered that was repaired using silk sutures. The bowel was then returned to the abdominal cavity.¿ the operative records dated (B)(6) 2011 state: ¿attention was moved to the rectus muscle where the posterior rectus was divided off the rectus muscle circumferentially. Seprafilm was then applied over the bowel. The posterior rectus fascia was approximated along the midline using a running #1 ethibond suture. The repair of the posterior rectus fascia was then reinforced using a 20 x 15 zen matrix mesh. The mesh was secured to the posterior rectus fascia using interuupted #0 prolene sutures. A jp drain was then applied over the mesh. The anterior rectus fascia was then approximated along the midline using #0 loop pds in a running fashion.¿ the records dated (B)(6) 2011 continue: ¿attention was then moved to the skin incision were the extra skin was divided for adequate approximation and the extra skin was passed off the table as a specimen. The skin was then approximated along the midline using #3-0 vicryl in an interrupted fashion followed by skin staples. A sterile dressing which consisted of a provena vac was applied over the midline wound. The upper and lower quadrant incisions were then approximated using skin staples followed by a sterile dressing.¿ the pathology report dated (B)(6) 2011 states: ¿abdominal tissue: a 12 x 0.8 x 0.8cm mass of what appears to be mesh. No hemorrhage or inflammation are recognized.¿ records between 10/17/2011 and 8/20/2013 were not provided. Operative reports dated (B)(6) 2013 state the patient underwent open repair of recurrent incisional hernia. The ¿patient is a 43-year-old gentleman, status post a prior hernia repair, who was presenting with recurrence of his hernia. He also reported associated pain for which he presented to the emergency department multiple times here. The operative report dated (B)(6) 2013 states: ¿attention moved to the previous incision site where incision was made through the skin and carried down through subcutaneous tissue and deep fat tissue. The hernia of the sac was identified and was opened to access the abdominal cavity. The bowel was adequately dissected off the edges of the hernia sac and the defect. The hernia sac was then opened completely to access the defect circumferentially. Extensive lysis of adhesions was performed during the procedure.¿ the records dated (B)(6) 2013 continue: ¿as had been established, a dual mesh was inserted into the abdomen and was positioned to adequately cover the defect. The mesh was secured to the fascia circumferentially using multiple 0 ethibond sutures. As had been established, the abdominal cavity was copiously irrigated and suctioned with vancomycin in saline solution. The deep dermal layer was then approximated using 2-0 vicryl followed by skin staples for adequate approximation of skin edges. The incision was clean and dry. A sterile dressing was applied.¿ the records confirm a gore dualmesh® biomaterial (8535355) was used during the procedure. Records between 8/20/2013 and 5/19/2015 were not provided. Operative records dated (B)(6) 2015 indicate the patient underwent recurrent incisional hernia repair, removal of an infected mesh, use of biologic mesh, and extensive lysis of adhesions. The patient ¿is a 45-year-old gentleman, status post multiple midline incisional hernia repairs, who was diagnosed recently with recurrent hernia. A CT scan of the abdomen revealed the hernia was fluid filled cavity in the vicinity of the hernia.¿ records for the CT scan showing the fluid filled cavity were not provided. The operative records dated (B)(6) 2015 state: ¿attention moved to the midline where an incision was made through the skin and was carried down through subcutaneous and deep fat tissue. The hernia along with the mesh were identified. The hernia sac was accessed and abdominal cavity was assessed. Multiple adhesions were noted circumferentially involving the fascia that was sharply dissected circumferentially.¿ the records dated (B)(6) 2015 continue: ¿the mesh was encountered and fluid noted to drain from the mesh. This was noted to be turbid in color. The mesh was dissected circumferentially and passed off the table for final pathologic assessment. Attention moved back to the wound, where continued sharp dissection was performed circumferentially to clear out the fascia posteriorly. After this had been established, a 20/20 xenmatrix mesh was used to cover the defect.¿ the operative records dated (B)(6) 2015 continue: ¿this was performed after applying the mesh posteriorly over the fascia and holding it up with multiple interrupted 0 prolene sutures in a transfascial fashion. The mesh was noted to adequately cover old defect circumferentially. After this had been established, the fascial defect was then approximated along the midline using multiple interrupted #1 prolene sutures in a figure-of-eight fashion. At the end of the procedure the incision was approximated using 2-0 vicryl in interrupted fashion, followed by skin staples to approximate the skin edges. The incision was cleaned and dried. Sterile dressing was applied.¿ the records confirm a xenmatrix ab mesh was used during the procedure. Pathology report for the specimens collecting during the (B)(6) 2015 procedure was not provided. Operative records dated (B)(6) 2016 state the patient underwent recurrent incisional hernia repair with mesh, excision of nonhealing wound, lysis of adhesions. The(B)(6) 2016 operative record states: ¿incision made from just below the xiphoid, which included [sic] the prior midline incision as well as a nonhealing wound to just above his pannus. The patient has had his umbilicus removed in the past. This incorporated nonhealing wound as well as abnormal skin. Electrocautery was used for hemostasis as well as dissection. I got into the abdomen in the upper part. I noted that the patient did have a midline hernia mesh in the past but some of it still assic] well as multiple defects. Using pds sharp and blunt dissection, I was able to dissect the small bowel off the anterior abdominal wall. There were multiple recurrent hernias as well as small bowel just below the skin.¿ the (B)(6) 2016 operative records continue: ¿eventually, I excised all the abnormal tissue in the midline including the nonhealing wound. This gave me free exposure to his abdomen. Initially doing this, I had to cut through the midline mesh. The patient had mesh throughout his entire abdominal wall with significant small bowel adhesions to the mesh and his abdominal wall. Extensive lysis of adhesions was performed, in order to allow me to repair his recurrent incisional hernias. After extensive adhesiolysis no injuries were noted. I freed up the fascia was circumferentially as well as his abdominal wall. The final defect was rather enlarged. I needed a 22 x 27 cm piece of ventrio st hernia patch.¿ operative records dated (B)(6) 2016 also state: ¿this was done in a transverse fashion. This had a very good underlay throughout his entire defect. Using a secure strap in to the anterior abdominal wall. The midline was then closed with interrupted #1 vicryl suture. Deeper tissues closed with 3-0 vicryl, skin with staples. Incision dressed.¿ records confirm a ventrio st hernia patch was used during the procedure.¿ operative records dated (B)(6) 2016 state the patient underwent laparoscopic cholecycstectomy. The records state: ¿initially approximate 16 mm transverse upper abdominal incision made slightly to right of midline. Anterior and posterior fascia was divided and the abdomen was entered under direct vision. Hassan cannula placed. I prescribed advance and abdomen insufflated to 16 mmhg pressure. Initial laparoscopy revealed no injuries. There were significant adhesions to the midline but nothing in the right upper quadrant. Patient had a prior open recurrent ventral hernia repair with mesh.¿ the records dated (B)(6) 2016 state: ¿35 mm trocars placed in the upper abdomen under direct vision. She denies [sic] were taken down using blunt dissection. Cystic artery was circumferentially dissected as it came down off anteriorly. Critical view was obtained. 4 endoclips placed across it and transected between the second and third clip. Cystic duct artery was circumferentially dissected as it came down off the gallbladder. 3 endoclips placed across it and transected between the second and third clip.¿ operative records (B)(6) 2016 also state: ¿gallbladder was removed from the fossa using electrocautery. No bleeding was noted. The gallbladder placed into endobag. The abdomen was irrigated normal saline until the effluent was clear. Trochars removed under direct vision as well as the gallbladder in the endobag. Fascia was closed in layers of interrupted o vicryl suture skin closed with 5-0 vicryl subcuticular technique. Liquiband to the skin.¿ records from gastroenterology consult (B)(6) 2016 and medical records dated (B)(6) 2016 were provided; however, they do not provide information related to the gore dualmesh® biomaterial. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Previous patient code (1695) was reported based on the original complaint and is no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. The following information was determined from the medical records. Medical records: the known medical records span november 9, 2009 through february 15, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records from august 20, 2013 through may 19, 2015 were not provided. Patient information: medical history: obesity, (B)(6) 2009: ¿350+¿, (B)(6) 2009: 420 lbs; bmi 52.5, (B)(6) 2010: 414.5 lbs; bmi 51.8, (B)(6) 2013: 283 lbs; bmi 35.4, (B)(6) 2015: 242.8 lbs; bmi 30.3, (B)(6) 2017: 261 lbs; bmi 32.6, (B)(6) 2019: ¿weighed 600 lbs in 2013¿, hypertension, alcohol abuse, abdominal hernia with subsequent wound infection, ruptured appendix (¿around 2000¿). Prior surgical procedures: 2009: laparoscopic appendectomy hernia repair with mesh [date unknown] (B)(6) 2010: recurrent hernia repair with mesh and small bowel resection related to adhesions (B)(6) 2010: drainage of abdominal wall abscess and removal of infected mesh (B)(6) 2010: debridement of abdominal wall fascia (B)(6) 2011: ultrasound guided placement of ivc [inferior vena cava] filter (B)(6) 2011: diagnostic laparoscopy, extensive lysis of adhesions, gastric bypass, partial gastrectomy and small bowel resection (B)(6) 2011: laparoscopic bilateral component separation, exploratory laparotomy, removal of infected mesh, extensive lysis of adhesions, repair of enterotomy, repair of an abdominal hernia and use of a biologic mesh (B)(6) 2016: ¿resultant incision became a hernia that he has had repaired a remarkable 12 times.¿ implant preoperative complaints: (B)(6) 2013: ¿43 yo [year old] gentleman s/p [status post] lgbp [laparoscopic gastric bypass] and incisional hernia repair presenting with recurrence. He reported epigastri [sic] pain and nausea.¿ (B)(6) 2013: [the patient is] ¿status post a prior hernia repair, who was presenting with recurrence of his hernia. He also reported associated pain for which he presented to the emergency department multiple times here.¿ implant procedure: open repair of recurrent incisional hernia. Implant: gore® dualmesh® plus biomaterial (8535355/1dlmcp06) 18cm x 24cm. Implant date: (B)(6) 2013 [hospitalization dates unknown] description of hernia being treated: ¿attention moved to the previous incision site where incision was made through the skin and carried down through subcutaneous tissue and deep fat tissue. The hernia of the sac was identified and was opened to access the abdominal cavity. The bowel was adequately dissected off the edges of the hernia sac and the defect. The hernia sac was then opened completely to access the defect circumferentially. Extensive lysis of adhesions was performed during the procedure.¿ implant size and fixation: ¿as had been established, a dual mesh was inserted into the abdomen and was positioned to adequately cover the defect. The mesh was secured to the fascia circumferentially using multiple 0 ethibond sutures. As had been established, the abdominal cavity was copiously irrigated and suctioned with vancomycin in saline solution. The deep dermal layer was then approximated using 2-0 vicryl followed by skin staples for adequate approximation of skin edges.¿ no post-operative records were provided. Explant preoperative complaints: (B)(6) 2015: [the patient] ¿is a 45-year-old gentleman, status post multiple midline incisional hernia repairs, who was diagnosed recently with recurrent hernia. A CT scan of the abdomen revealed the hernia was fluid filled cavity in the vicinity of the hernia.¿ records from the CT mentioned in the (B)(6) 2015 medical record were not provided. Explant procedure: recurrent incisional hernia repair, removal of an infected mesh, use of biologic mesh and extensive lysis of adhesions explant date: (B)(6) 2015 [hospitalization dates unknown]. ¿attention moved to the midline where an incision was made through the skin and was carried down through subcutaneous and deep fat tissue. The hernia along with the mesh were identified. The hernia sac was accessed and abdominal cavity was assessed. Multiple adhesions were noted circumferentially involving the fascia that was sharply dissected circumferentially. The mesh was encountered and fluid noted to drain from the mesh. This was noted to be turbid in color. The mesh was dissected circumferentially and passed off the table for final pathologic assessment. Attention moved back to the wound, where continued sharp dissection was performed circumferentially to clear out the fascia posteriorly. After this had been established, a 20/20 xenmatrix [sic] mesh was used to cover the defect. This was performed after applying the mesh posteriorly over the fascia and holding it up with multiple interrupted 0 prolene sutures in a transfascial fashion. The mesh was noted to adequately cover old defect circumferentially. After this had been established, the fascial defect was then approximated along the midline using multiple interrupted #1 prolene sutures in a figure-of-eight fashion. At the end of the procedure the incision was approximated using 2-0 vicryl in interrupted fashion, followed by skin staples to approximate the skin edges.¿ pathology for the device explanted during the 5/19/15 procedure was not provided. Records indicate a non-gore device was implanted during the 5/19/15 procedure. Conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code "4315: cause not established" is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8535355 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (¿g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (¿g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2009, including records for appendectomy in 2000 and previous hernia repair with mesh mentioned in (B)(6)2010 records were not provided. Medical records dated (B)(6)2009 indicate patient was seen for chief complaint of ¿hernia.¿ the records state ¿morbid obesity with large ventral incisional hernia.¿ medical records dated (B)(6)2009 state: ¿he is a pleasant 39 year old gentleman presenting for evaluation for bariatric surgery. He reports a long standing history of morbid obesity with multiple unsuccessful attempts at traditional non-surgical weight loss methods. His weight is 420 pounds. His height is 75 inches. His bmi is 52. His past medical history includes lyrnphedema and sleep apnea.¿ medical records dated(B)(6)2013 state chief complaint ¿incisional hernia.¿ ¿43 yo gentleman s/p lgbp and incisional hernia repair presenting with recurrence. He reported epigastri [sic] pain and nausea.¿ medical records dated (B)(6)2015 indicate patient was seen for complaint of ¿abdominal pain.¿ impression: may be related to acid but also may be related to scar tissue form [sic] multiple surgeries. Anastomotic breakdown also possible. The patient is a 45 year old male who presents with a complaint of abdominal pain. Pt has had problems for years, really since complicated appendicitis in 2000. He has had multlple surgeries, the latest being in (B)(6) 2015. His pain has been progressive since his latest surgery. He describes sharp and burning pain in his epigastrium and substernal area. Occur every day. Made worse by certain positions and by activity. Not really effected by eating. Often improved by drinking water. A ppi was effective in the past. Denies nausea, vomiting, hematemesis, melena, dysphagia, or weight loss. Mild nsaid use present.¿ medical records dated (B)(6)2016 state: ¿he is the now 45-year-old male whom you referred to me for complex nonhealing wound of his abdomen. His history is extremely complicated, particularly with regards to the wound.¿ the records state: ¿... Around 2000, he had a ruptured appendix. This was explored through a midline incision. The resultant incision became a hernia that he has had repaired a remarkable 12 times.¿ medical records dated (B)(6)2016 state: ¿he has had mesh placed and removed numerous times. Understand the most recent repair was in (B)(6) of 2015...¿¿he had a superficial wound infection requiring a debridement as recently as november of this past year. The resultant wound was treated with a wound vac. It has failed to heal. His abdomen is protuberant, but he had no hernia. He had a wound in the lower abdominal midline which tracked distally to a distance of 2- 3 cm. What I could visualize appeared to be granulating well, and even on probing with a cotton tip applicator,I could not clearly identify any foreign body. There was certainly no sign or symptom of enterocutaneous fistula or an undrained collection.¿ medical records dated (B)(6)2016 state: ¿recently, just a week ago, he walked into a random emergency room to have an abdominal CT scan done as he had bleeding from the wound. I asked him to obtain that image so that I could review it. I also took the opportunity to emphasize to him the importance of trying to centralize his care with 1 or 2 providers. His medical information is really scattered from coast to coast.¿ medical records dated (B)(6)2016 state: ¿I am hopeful that this wound can simply be unroofed and manage conservatively. I am concerned there may be a foreign body at the base, either suture or mesh. If that needs to be dealt with, this will become much more complicated.¿ medical records dated (B)(6)2016 state: ¿he is the 45-year-old male with a multiply recurrent abdominal wall hernia who was referred to me several weeks ago by dr. Shady macaron regarding a nonhealing wound.¿ ¿the subsequent wound was left open to heal by secondary intention but has failed to close completely.¿ ¿...the last procedure involved removal of mesh and placement of a biologic material to repair the hernia. Dr. Macaron felt confident that there was no other foreign material such as retained mesh or permanent sutures in that area.¿ medical records dated (B)(6)2016 state: ¿on exam, the wound is a small superficial wound but docs track as a fistula distally at least 3-4 cm. It has not improved at an in the several weeks since I first saw him. I had a long, frank discussion with him regarding the issues. At this point, I have recommended exploration of the wound. I am hopeful that he has some debris at the base which is creating drainage, and thcreforc, the chronic wound. I am hopeful that a dcbridement would get the wound to finally heal. I made very clear to him though that I am concerned regarding intraoperative findings and the possibility that this will lead to a much larger issue.¿ medical records dated (B)(6)2016 states ¿pt is looking for ref. For surgeon. Pt states his abdominal wound is not healing.¿ ¿has been seeing his local surgeon but his wound is not healing...¿ has vna for wound care. Saw a plastic surgeon in farmington and was not happy with care. He has the name of a surgeon at yale, dr. Andrew duffy, he would like to see.¿ ¿assessment: open wound anterior abdominal wall.¿ operative records dated (B)(6)2016 state the patient underwent recurrent incisional hernia repair with mesh, excision of nonhealing wound, lysis of adhesions. CT abdomen/pelvis dated (B)(6)2016 states: ¿impression: 1. Status post cholecystectomy. There is ill-defined hyperdense fluid in the gallbladder fossa and along the inferior aspect of the liver, suggestive of hematoma. Suggest clinical correlation and follow-up. 2. Postoperative changes in the anterior abdominal wall with hyperdense supraumbilical subcutaneous fluid suggestive of hematoma, as described, new since the prior examination. 3. New small right pleural effusion.¿ medical records dated (B)(6)2016 indicate patient underwent esophagogastroduodenoscopy with biopsy. Medical records dated (B)(6)2017 state: ¿mr. Roman underwent a laparoscopic transgastric ercp on (B)(6)2017 and was readmitted with luq pain and a fluid collection adjacent to his remnant which likely represented a hematoma or leak. I would favor a hematoma given his rapid improvement and lack of fever or elevated wbc. He returns with unchanged luq pain, but is tolerating some food and liquids. He has new onset left flank pain with urination that is concerning for a kidney stone.¿ medical records dated (B)(6)2017 state: CT abdominal wall: postsurgical changes ventral hernia repair. No hernia recurrence. CT abdomen/pelvis dated(B)(6)2017 states: ¿abdominal wall: there is a spigelian hernia. Small bowel loops partially herniated into the right anterior abdominal wall...¿ ¿this does not obstruct the bowel. There is no edema of the bowel wall there is thickening of the anterior abdominal wall musculature at this level but no diastases or hernia. Midline surgical incision at the abdomen and pelvis.¿ medical records dated (B)(6)2017 indicate patient was seen for complaint of ¿hernia.¿ ¿impression: I advised the patient that I am not a surgeon and cannot help him with his incisional hernia. I also told him to look at the fact that he has had 10-15 surgeries with no solution. I suggested perhaps that he stop looking for a surgeon and I delivered the pain or cva pain clinic as there are no life-threatening complications.¿ medical records dated (B)(6)2017 continue: ¿history of present illness. The patient is a 47 year old male who presents with a complaint of hernia. The patient has had abdominal pain on and off for years, ever since he had appendicitis with emergent surgery. He claims he has had 10-15 surgeries since then for various complications including hernia repairs. Further he has had a gastric bypass surgery. He feels pain in his supraumbilical region underneath his surgical scar. . The pain is exacerbated by movement and different positions. It is unaffected by eating or by defecation.¿ medical records dated (B)(6)2018 state: ¿he keeps relapsing with alcohol.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013, whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: additional surgery, mesh removal, infection, extensive adhesions. Additional event specific information was not provided.